Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was no relevant history. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a cassette not attached error during testing. During physical inspection, it was found that there was a latch/lock sensor issue. There was no patient involvement, no injury was reported.